Event description:
There was no patient involved in this event. Flashing red and beeping.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 16th january 2018. The DHR for pad-pak lot j0355 was reviewed, which revealed the returned pad-pak was 1 of 216 manufactured on the 8th january 2018, 2 of which were sent to rescue 7 on the 29th january 2018. All pad-paks were subjected to battery voltage testing on the 9th january 2018, with no recorded fails. Pad-pak moisture ingress, resulting in battery cell leakage. Moisture and corrosion were observed within the returned pad-pak, which had caused the battery cells to leak and depleted the pad-pak prior to its expiry date. The user would have been alerted with a ¿warning, low battery¿ prompt alongside a flashing red status led and failure chirp, as per the reported fault. The moisture and corrosion would confirm the pad-pak had been subject to storage outside of the indicated conditions. As no evidence of adverse storage was observed on the sam 350p, it is possible that the pad-pak had been stored away from the device when this occurred. It is unclear when the moisture had penetrated the pad-pak. However, the corrosion would indicate it had been in the presence of moisture for a prolonged period of time. Information from the device memory showed the device had performed to specification for 18 months prior to the first low battery fail on the 8th september 2019, recording a significant decrease in voltage from the previous self-test. This would indicate the pad-pak had failed around this time. By the time of investigation, over 6 weeks had elapsed since this initial low battery fail, therefore the pad-pak had become depleted beyond any use and could not power on the device upon receipt. Advise user of the recommended storage conditions detailed within the user manual: device located in a clean, dry environment at a temperature between 0 to 50°c and 5 to 95% relative humidity (non-condensing). It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be scrapped and replaced with a new sam 350p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Flashing red and beeping.